Event description:
It was reported by the rn from the ICU. They just received a patient from the cath lab. The patient was an emergent stemi, and the intra-aortic balloon (iab) was placed in the cath lab. The intra-aortic balloon pump (iabp) was running for about 30 minutes prior to the system error 3 alarms. The rn was not able to get the pump to run at all for about 5 minutes. The pump is continually alarming with system error 3. Therefore the rn switched the pump out for a different pump, and the current pump that is running is functioning as expected. There was no report of patient death, serious injury or complications. The patient is being well supported on the current pump.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of system error 3 alarm is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported by the rn from the ICU. They just received a patient from the cath lab. The patient was an emergent stemi, and the intra-aortic balloon (iab) was placed in the cath lab. The intra-aortic balloon pump (iabp) was running for about 30 minutes prior to the system error 3 alarms. The rn was not able to get the pump to run at all for about 5 minutes. The pump is continually alarming with system error 3. Therefore the rn switched the pump out for a different pump, and the current pump that is running is functioning as expected. There was no report of patient death, serious injury or complications. The patient is being well supported on the current pump.